Event description:
Account indicated they failed an api survey sample for digoxin. They obtained a result of 1.8 ng/ml and the target for the sample was 2.4 ng/ml. There were no adverse events associated with this incident. The field service rep found the sample probe was clogged and repaired the analyzer.